Manufacturer narrative:
Insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the insulin pump noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the alarm. Customer's blood glucose level was 110 mg/dl. After reinserting the battery, the button error alarm did not clear and the buttons did not allow him to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.